Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h1, h2, h6, h10. Attempts have been made to gather all product identification information, and no further information has been provided. Product has not been evaluated as it has been determined the event is not related to device. Reported event is not related to device therefore, a compatibility review is not applicable. No further actions will be initiated as a result of reported event. Root cause of the reported event is not device related. Heterotopic ossification (ho) is the abnormal and rapid growth of bone that forms within soft tissue as the result of heredity, trauma, surgical history, or diseases of a joint. The rapid and irregular growth of bone often causes a sharp or jutted structure to form, which can result in pain and irritation to the surrounding tissues, or the patient can remain asymptomatic. Radiation or nonsteroidal anti-inflammatory medications are often provided to prevent ho formation. The only treatment, if necessary, is surgical excision or shaving/smoothing out the excess bone. As timeframes of onset differ due to individual contributing factors, a specific timeframe of expected occurrence cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported in the journal article that 55 patients underwent a total hip arthroplasty using a step-cut osteotomy. Developed asymptomatic heterotopic ossification and underwent radiotherapy, prescribed indometacin tb, and a resection in the 18th month. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). D10: unk trilogy it acetabular shell unknown. Unknown liner unknown. G2: foreign: turkey. Proposed component code: mechanical (g04) - head. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Turgut, n., erdem, m., erdem, a. C., bayam, l., batar, s., saglam, n., & gülabi, d. (2024). Is step-cut shortening osteotomy a better choice than transverse osteotomy for total hip arthroplasty for crowe type iii-IV hip dysplasia?. Orthopaedics & traumatology, surgery & research : otsr, 110(6), 103883. Https://doi.org/10.1016/j.otsr.2024.103883.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on february 27, 2026, to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.